Event description:
Technician alleged that the nurse call system is not working correctly when a normal nurse call is placed using the bedrail switch. The master station response is not heard at the expected locations. No injury alleged by account.

Manufacturer narrative:
Technician found loose pins in the communication cable. Technician installed a cable saver and repaired the pins to resolve the issue.